Manufacturer narrative:
The insulin pump was received with no motor error alarm noted and passed the motor test. The insulin pump passed displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery tests. The insulin pump has cracked reservoir tube lip, cracked battery tube threads, cracked case at the display window corner, minor scratched lcd window and scratched reservoir tube window.

Event description:
The customer's parent called and reported the patient's blood glucose went over 600 mg/dl and they received motor error alarms during basal rate insulin delivery. At the time of this report, customer's blood glucose was 465 mg/dl. During troubleshooting, it was stated the insulin pump had not been exposed to a strong magnetic field. The customer was not using the sensor feature. The customer was unable to complete the rewind sequence. It was advised to discontinue use and revert to a back-up plan. It was also advised that the insulin pump would be replaced and agreed upon to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.